Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an nc quantum apex balloon catheter. The balloon was loosely folded. There were numerous kinks in the hypotube. An inflation device filled with water was used to inflate the device. When pressure was applied, water was found to be streaming out from the balloon. Microscopic inspection revealed pinholes at 15mm and 16mm from the tip of the device. Microscopic inspection of the markerband found no evidence of damage or irregularities. Microscopic inspection of the proximal bond found no irregularities with the bond of the device. Microscopic inspection found no irregularities with the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00115. It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 20mmx3.00mm and a 15mmx2.50mm nc quantum apex¿ balloon catheters were advanced for dilation in unknown order. However, during procedure, the balloons ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00115. It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 20mmx3.00mm and a 15mmx2.50mm nc quantum apex¿ balloon catheters were advanced for dilation in unknown order. However, during procedure, the balloons ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.